Event description:
It was reported that this left bundle branch (lbb) lead dislodged, which was confirmed by x-ray. The lead was explanted and replaced as a result. The lead was discarded. No additional adverse patient effects were reported.